Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number ap2450, and no non conformances / manufacturing irregularities were identified to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? Was surgery successfully completed? If yes. What was used to complete the procedure? Note: events reported in 2210968-2021-09255.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture thread ruptured, and it even unraveled. There were no adverse patient consequences. No additional information was provided.